Event description:
According to the reporter, during lap assist vaginal hysterectomy with bilateral salpingo-oophorectomy, surgeon said the ligasure was not sealing as it typically did throughout the case. End tone and energy delivery was noted; no re-grasp alert occurred. The cleaning of the jaws of the ligasure handpiece was performed frequently, as always. Initially, several good seals were completed successfully. However, by the time the procedure reached the uterine and cervix, the previous seals began to come apart and started bleeding-so much that the procedure had to convert to open. It was also reported that a non-medtronic device was used and it worked fine according to the surgeon. The tissue bundle was not thick, as the uterine tissues had been skeletonized. Patient experienced a blood loss of 900 milliliters and will be given a blood transfusion once on the floor of the hospital. Patient hospitalization was extended of one week. Patient had a small bowel obstruction during this time too. The patient currently healing, though the recovery process has been lengthy. The generator used in the event worked okay with other procedures/ligasures devices. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).